Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 491 mg/dl. The customer did not do anything to address the bg level. Cts provided pump reset information and assisted caller with resetting the pump however the malfunction alarm recurred. The customer reverted to manual injections for insulin therapy.